Manufacturer narrative:
The investigation is completed. The two sample was received with inner blister, outer blister and cover foil showing the lot information. The samples shows no macroscopic signs of damage. The samples shows signs of surgery residues the two sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was functionally inspected. The customer¿s complaint is confirmed. It was found that the curved scissors after actuation was stuck in the close status. The root cause cannot be identified conclusively because the sample has pass the 100% inspection. The sample was received in a closed status. As the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determent. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample received. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation, therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should sample return this complaint will be reopened and the sample will be investigated. This complaint has been reviewed and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported curved ophthalmic scissor was not opening properly it was getting stuck during the procedure. There was no patient harm.